Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed mid:14 (bg power supply) error message was confirmed during the archive review but not during functional testing. Additionally, the console failed with the mid:16 error during the initial functional testing. The mid:16 error is correlated to the software execution problem (suddenly powering off the unit) due to intermittent power connection on the display head circuit board. The defective assembly rear display and umbilical cable need to be replaced to address the issue. The event log was reviewed and noted the occurrence of the mid: 14 (bg power supply)error message, thus confirming the reported complaint. A visual inspection was performed and hex basket in cold well was missing and the rear display fan was noisy, unrelated to the reported complaint. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4). Date of event is unknown.

Event description:
It was reported that the thermogard ivtm console displayed a mid:14 (bg power supply) error message. No other information was provided. No known impact or consequence to the patient.